Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event was observed during analysis. Final analysis found a partial lead (only connector portion) was returned in one piece for analysis. Visual inspection of the partial lead found an external insulation abrasion breaching the outer insulation exposing the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.